Manufacturer narrative:
The pacemaker remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician contacted boston scientific technical services (ts) to review data from this pacemaker. It was noted that the automatic capture had been turned on in (B)(6) 2017 and the device has been in suspension mode since the programming change with an output of 5 volts. Having the automatic capture turned on later in the life of this pacemaker has impacted the remaining longevity of the device. The device is now at elective replacement near (ern) with an estimated remaining longevity of six months. Intensified follow up patient follow up visits were recommended. It was also noted that the presenting electrograms are showing artifacts on the atrial channel even though the device was programmed to vvir. The ts consultant also explained the reason for this. No adverse patient effects were reported.